Manufacturer narrative:
Concomitant medical products: dtpa2d1 crt-d, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead during possible ventricular arrythmia. There was also a rv lead integrity alert (lia) for high rate non-sustained episodes and high sensing integrity counter (sic). It was also noted that there was undersensing on the right atrial (ra) lead that appeared to result in inappropriate atrial pacing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that approximately five days later the patient expired. Additional information was requested but yield no results.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.